Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On the same day, the pediatric patient experienced inaccurate cgm values after the sensor was inserted in the arm. There were no reported symptoms. The cgm was showing low, and the blood glucose reading was 600 mg/dl. The patient was hospitalized for hyperglycemia and ketones and was treated with IV fluids with sugar, potassium, and insulin. At the time of the report, the patient discharged from the hospital felt ok and closely monitored. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/15/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced inaccurate cgm values two days after the sensor was inserted in the arm. There were no reported symptoms. The cgm was showing low, and the blood glucose reading was 600 mg/dl. The patient was hospitalized for hyperglycemia and ketones and was treated with IV fluids with sugar, potassium, and insulin. At some point during the hospitalization for the event, the patient experienced an unspecified sensor error and later was discharged from the hospital the next day. At the time of the report, it was indicated that the patient was feeling ok and being closely monitored. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.